Event description:
The facility's nurse reported to baxter that a clearlink continu-flo solution set had cut tubing due to a fenwal slide clamp. This occurred in the pediatrics department. The primary IV line was running dextrose 5% and 10 meq of potassium chloride at 14-15 cc/hour. The secondary was 0.9% sodium chloride bolus at 50 cc/hour. Before the nurse could run the bolus and as soon as she clamped the primary line above the white back check valve, the tubing started leaking due to a cut created by the clamp. The lot number was asked but unknown. The primary tubing was changed to a new set. There was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Device evaluation: a sample was available for evaluation. A functional test was performed revealing a leak between the first y-site and the check valve. Closer visual inspection under a microscope revealed a small cut across the tubing approximately 1/8 inch in length. A visual inspection revealed that there was a non-baxter slide clamp located in the same area of the cut. The reported condition was confirmed. The root cause could not be identified.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.